Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt implanted with nail and screws on an unk date. Pt returned to operating room on (B)(6) 2012 for revision surgery of im nailing of tibia. Surgeon removed all hardware due to malunion of fracture. Surgeon revised pt to a larger diameter nail. This is the 2nd of 4 reports submitted on this event.